Manufacturer narrative:
A sample product was not returned for analysis. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. A root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the optic of the iol was scratched by the plunger of the handpiece injector. There was patient contact, but no indicated patient harm. Additional information was requested.